Manufacturer narrative:
(B)(6). The burr assembly was returned for evaluation. The device was inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. Visual inspection was performed and galling of the inner blade shaft was observed. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During an unknown procedure it was reported that the burr had been used for ten minutes and then started shedding filings of metal into the joint. All filings were removed from the joint and a back-up device was available. No patient injury and a ten minute delay were reported.

Manufacturer narrative:
Submitting cover letter attachment. (B)(4).